Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the reader and no issues were observed. Reader passed the audio and vibration test. Extracted isf (interstitial fluid) log data from the returned reader using approved software. Signal loss alarms did not observed due to low or not present ble (bluetooth low energy) rssi (received signal strength indicator) value. Known good sensor was activated with the returned reader. Signal and sound icons were shown as activated. Waited for few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi value (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. A signal loss occurred and glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia symptoms, sweating, "restlessness" and seizures and was unable to self-treat, requiring unspecified third-party treatment. A blood glucose reading of 29mg/dl was also taken on an unspecified device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer¿s product has been requested for investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history records (dhrs) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. A signal loss occurred and glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia symptoms, sweating, "restlessness" and seizures and was unable to self-treat, requiring unspecified third-party treatment. A blood glucose reading of 29mg/dl was also taken on an unspecified device. There was no report of death or permanent impairment associated with this event.